Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Initially it was reported the patient was experiencing no audio output. However, after further investigation this is a non-complaint due to being created in error per technical support. The report bears no information to be deemed a complaint as the audio functioned as designed making this a non-reportable event.